Event description:
On (B)(6) 2025, the patient underwent a repair of the tunneled central venous catheter using the hickman cv catheter repair kit. 1 months and 10 days post repair, the patient returned with a tear in the tunneled catheter, and a hole was observed approximately 10 cm below the previous repair site. A new repair was completed according to procedure. During assessment, a hard section approximately 2 cm in length was palpated about 10 cm above the tear site, toward the patient. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter repair kit that are cleared in the us. The pro code and 510 k number for the hickman cv catheter repair kit are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter repair kit that are cleared in the us. The pro code and 510 k number for the hickman cv catheter repair kit are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. D4, g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, the patient underwent a repair of the tunneled central venous catheter using the hickman cv catheter repair kit. 1 months and 10 days post repair, the patient returned with a tear in the tunneled catheter, and a hole was observed approximately 10 cm below the previous repair site. A new repair was completed according to procedure. During assessment, a hard section approximately 2 cm in length was palpated about 10 cm above the tear site, toward the patient. There was no reported patient injury.